Event description:
According to the available information, the device was explanted and replaced as the implant no longer worked. Over the last several weeks, the patient noticed that the device was harder to inflate and on the last time the patient tried to inflate the device, he heard a sucking sound and stated that it would not inflate. A leak was confirmed at the time of explant.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. A separation was noted on strain relief tubing of the the longer exhaust tube of the pump. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on the strain relief tubing near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced as the implant no longer worked. Over the last several weeks, the patient noticed that the device was harder to inflate and on the last time the patient tried to inflate the device, he heard a sucking sound and stated that it would not inflate. A leak was confirmed at the time of explant.